Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading was over 500 mg/dl with dizziness, headache, nausea, extreme thirst and generally not feeling well. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustment to the pump settings. The reporter alleged that there were recurring communication failures during bolus. Customer technical support agent reviewed the event with the reporter and determined that the communication channel was not changed more than 5 settings above/below the previous channel. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the communication channel was not changed per instruction for use.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.